Event description:
On (B)(6) 2013, patient reported experiencing two incidents where his blood glucose level became low; one of the incidents required treatment. Patient stated the incident occurred last week. Patient reported his blood glucose level became low on (B)(6) 2013. Patient stated he was incapable of treating himself; therefore his friend treated him with a glucagon syringe. Patient reported he does not know how low his blood glucose level was at that point. Patient stated his blood glucose level became low the following day but he was able to treat himself with another glucagon syringe; no outside assistance was required. Patient did not provide his blood glucose reading during this incident. Patient reported his blood glucose level is currently back to normal. Patient's normal blood glucose level is around 120 mg/dl. Patient stated he does not know what contributed to the blood glucose concern. Patient reported he does not believe there was increased absorption. Patient stated he was at work when the incident occurred. Patient reported he believes the infusion device is working properly. Patient stated his doctor did not know what the cause of the low blood glucose level was. Patient declined to go on the backup infusion device at this time. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was not requested to be returned.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification. Result the product does not contribute to the problem mentioned by the patient and is not required for further investigation. The production data comply with the specification. Production reports were reviewed. Device was not returned.